Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, there was an alleged product issue involving catheter array inversion. The catheter was inverted and knotted outside of the body. The patient was under general anesthesia, and the case was completed without any patient symptoms or complications. The catheter was replaced by a medtronic product. No patient complications have been reported as a result of this event.